Event description:
It was reported that the lead exhibited loss of capture in all configurations. The lead had dislodged. The lead was explanted and replaced. The patient was in -good- condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.